Event description:
The patient reportedly was experiencing external headpiece retention problems. Skin flap reduction surgery was performed (exact date not specified). The patient continues to be monitored by the center.